Manufacturer narrative:
(B)(4).

Event description:
Upon further review the allegation in this complaint was found to be pairing failure. The allegation was confirmed. The probable cause was not determined. The allegation of pairing failure is not reportable. This complaint is no longer reportable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.